Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 34 (mg/dl). Juice and candy were consumed to stabilize bg levels. Reportedly, the customer believes the pump settings may have contributed to their low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.